Event description:
It was reported that the pump screen was cracked, unresponsive, and unreadable. Customer's blood glucose was 210 mg/dl. The customer reverted to an alternate form of insulin therapy.